Event description:
The initial reporter stated they received discrepant results for two patient samples tested with magnesium gen.2 on a cobas pure c 303 analytical unit. The first sample initially resulted in a magnesium value of 3.81 mg/dl and it repeated as 2.07 mg/dl. The second sample initially resulted in a magnesium value of 3.12 mg/dl on(B)(6) 2026 and it repeated as 1.73 mg/dl on (B)(6) 2026.

Manufacturer narrative:
The magnesium reagent lot number is 910748. The reagent expiration date was requested, but not provided. A review of alarm trace data showed many abnormal aspiration alarms and sample short alarms before and after the event. Calibration and controls were acceptablet. A general reagent issue can be excluded. The customer decontaminated the sample probe. A hardware check test was performed and results were acceptable. Precision studies recovered within acceptable limits. The field service engineer checked the analyzer. The system was decontaminated. Probes were adjusted and water/rinse levels were adjusted. Controls were run. The instrument was working within specifications. The investigation determined the service actions resolved the issue.